Manufacturer narrative:
As reported, during the procedure it was noted that the hydrosurg plus laparoscopic irrigator was leaking irrigation fluid. As reported the sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without the subject device to evaluate, a definitive conclusion cannot be made. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, on (B)(6) 2021 during laparoscopic splenectomy procedure, a bard/davol hydrosurg plus irrigation device was leaking irrigation fluid from the bottom of the battery housing. As reported, the or staff opened a new suction/irrigator to complete the case. There was no reported patient or user harm.